Event description:
The morning following implant of this device, a nips test was performed and a ventricular arrhythmia was induced. A shock was delivered by the device and was unsuccessful. The second programmed shock was not delivered. An external cardioversion was successfully performed. Following the nips test, the device could not be interrogated. A partial interrogation showed back-up programming. Additionally. The shock counters back-up programming. Additionally. The shock counters were still zero despite the fact that one shock was delivered. Interrogation was attempted again and was unsuccessful.